Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a corroded battery contact. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x8mm apex balloon. Next a 24x2.5mm taxus liberte stent delivery system (sds) was advanced and the shaft broke while trying to cross the lesion. The physician removed both parts of the delivery system. The procedure was completed with a non-bsc sds. There were no patient complications and the patient's current condition is listed as "ok".